Event description:
This report is related to customer complaint (B)(4) made against allset gold a high res ssp ((B)(4), lot 012 1608823), since this lot contains the same affected primer mix. The customer reported that the reactivity for lane 86 was negative for the a 03:20 allele when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping an a 03:20 allele as an a 03:01 allele.

Manufacturer narrative:
The investigation replicated the customer's observation (B)(6) 2015. The investigation concluded on 06/16/2015 and was unable to determine whether the result is related to the specific dna sample or reflective of incorrect labeling on the reactivity for the allele. The customer performed sso typing and dna sequencing and observed a conflict with the results obtained with allset gold a high res ssp ((B)(4) lot 012 1608823. Life technologies used a retain kit and tested a sample returned by the customer in ssp analysis. Results were obtained on 06/09/2015. The clinical consequences of a mis-type for the affected alleles are minimal to non-existent. In addition, the affected allele is very rare in the general population and is expected to be in less than 0.01% of the dna samples tested.